Manufacturer narrative:
The device was used for an off label indication.

Event description:
Krause, m., fogel, w., kloss, m., rasche, d., volkmann, j., tronnier, v. Pallidal stimulation for dystonia. Neurosurgery. 2004. 55.6 (1361-1370). Summary: high-frequency deep brain stimulation (dbs) of the globus pallidus internus (gpi) is a new and promising treatment option for severe dystonia. Yet only few studies have been published to date regarding this treatment. We present the results of dbs of the gpi in 17 patients with severe dystonia of different causes. Reported events: patient 16: a (B)(6) male patient with bilateral globus pallidus internus (gpi) deep brain stimulation (dbs) for pantothenate k inase-associated neurodegeneration (pkan) experienced agitation in the immediate postoperative period, resulting in an increase in dystonic symptoms. The patient sustained a fracture of the femur induced by dystonic muscle contraction 2 days after surgery, and it was reportedly difficult to adjust the stimulation amplitude because the patient reported phosphenes or sensory side effects. By six months after implant, however, the patient was able to walk without support (pre-implant they could not sit or stand without support), and they had learned to use their hands to eat and write several words. This was noted as a ¿tremendous¿ functional improvement. It was noted that all patients were implanted with 3387 leads. However, it was not possible to ascertain specific device information (such as serial numbers) from the article or to match the reported event with any previously reported event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.